Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected alarms during normal use. Blood glucose level at the time of the incident was 149 mg/dl. The customer reports the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No blank display anomalies or restart anomalies noted during testing. Unit communicated properly with glucose sensor simulator and the minilink transmitter. Monitored with no sensor anomalies or calibration anomalies noted during testing. No unexpected pump error alarms or pump error alarms noted during testing, however pump error followed by pump error was present in format history file due to (esf 2022281) software error. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.